Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe there was a large piece of plastic in the syringe barrel.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe there was a large piece of plastic in the syringe barrel.

Manufacturer narrative:
H.6. Investigation: one sample was received for evaluation. The sample was a piece of plastic in the barrel from a broken barrel flange, therefore failure mode is verified. This was likely due to a jam that occurred during production, breaking the barrel flange and packaging them together this way. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.